Manufacturer narrative:
(B)(4): the test strips were evaluated and passed testing with no faults found.the meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging her sister's onetouch verioiq meter was prompting an error 2 and an error 4 message when she was attempting to test her blood glucose. According to the ot verioiq owner's manual, an error 2 could be caused either by a used test strip or a problem with the meter. According to the ot verioiq owner's manual, an error 4 indicates that (1) there was not enough blood or control solution was applied or more was added after the meter began to count down (2) the test strip may have been damaged or moved during testing (3) the sample was improperly applied (4) there may be a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at approximately 6am, the reporter stated the alleged issue first occurred. The reporter stated the patient uses a combination of medications including humalin r, 30 units in the morning, 25 units at lunch and 25 units at dinner time as well as metformin 500mg, 3 times a day. The reporter stated the patient took her usual dose of medication on the morning of the alleged issue day. The reporter stated the patient developed symptoms of "headache and muscle spasm" immediately after using the meter. However, the reporter denied the patient received any medical intervention in response to her symptoms. At the time of troubleshooting, the cca determined the patient was using the correct test strips, and the correct testing process. The cca noted there was no misuse of the product and this was the first time the meter had been used. When the reporter was prompted to press the power button, the error 2 did not occur. The reporter stated the test strip did not completely draw in the sample. The alleged issues were not resolved with a retest. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.